Event description:
Consumer left a comment on an orasure technologies, inc. Facebook post claiming false positive results. Facebook comment: (B)(6). 'False positives! I went and got a pcr after a positive home test. Same day. Within an hr. And pcr was negitave.'

Event description:
Consumer left a comment on an orasure technologies, inc. Facebook post claiming false positive results. Facebook comment tetra terry 'false positives! I went and got a pcr after a positive home test. Same day. Within an hr. And pcr was negitave.'

Manufacturer narrative:
The consumer posted a comment on an inteliswab facebook post. The consumer did not provide a lot number or other product information. Orasure technologies,inc. Is unable to contact the consumer directly as no contact information was provided. No additional follow up is to be expected with this complaint and the incident will be closed internally.